Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose levels. The caller stated that the customer had received a replacement insulin pump leading to the complaint. The customer's blood glucose was 461 mg/dl. The customer complained of dry mouth and treated with a bolus. The caller was unsure whether there had been any recent changes to the device's programming prior to the unexplained high blood glucose. The caller stated that the basal rates were programmed inaccurately and was assisted with correcting them. The caller stated that the insulin pump had alarmed no delivery since the high blood glucose began, suspending the insulin pump. The customer's most recent blood glucose was 344 mg/dl. The caller was advised to call back for assistance if the unexplained high blood glucose persisted. The caller stated that he thought the issue was with the basal and time/date settings being wrong.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.